Manufacturer narrative:
The customer reported that the rns (remote network station) boots up to dos mode and cannot be started to normal mode. The device was returned to nihon kohden, evaluated, and the reported issue was not confirmed. Completed all steps on the maintenance check sheet of the user manual and performed extended test with cns and bedside monitor. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the rns (remote network station) boots up to dos mode and cannot be started to normal mode.